Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of a 65m ruptured abdominal aortic aneurysm. It was reported that during this procedure a type IV endoleak was possibly observed. It was reported that four days post the procedure, a type ia endoleak was suspected and confirmed on angiography. Intervention was performed and a non-mdt stent graft was implanted in the left renal artery as part of a chimney technique along with the implantation of a endurant aortic cuff etcf2525c49ej. This resolved the endoleak. As per the physician the cause of the event is patient vessel morphology. The aortic neck was short at (10 mm) and had severe tortuosity. The part on the greater curvature was floating. No additional clinical sequalae were provided and the patient is fine.